Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal 500mcg/ml; 200mcg/day via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The event date was (B)(6) 2015. During refill visits it was identified that the pump was flipping. No diagnostics were performed for the pump flipping. On (B)(6) 2015 the patient was taken to surgery for a pocket revision due to pump flipping. Intraoperative the surgeon attempted to aspirate the catheter via needle and syringe. Upon inspection of the catheter intraoperative it was determined that the catheter was not working as evident by lack of cerebrospinal fluid flow. The surgeon elected to replace the catheter. The pump was replaced by request of the surgeon to have an entirely new system. The pump pocket location was moved. The issue was resolved. Patient status was alive; no injury. Specific patient symptoms, cause of the pump flipping, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.